Manufacturer narrative:
This event was incorrectly filed under the wrong manufacturing location. All additional information will be filed under manufacture report number: 1628664-2017-00290. An evaluation is in-process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
During service of the architect c4000 analyzer an abbott field service engineer (fse) was injured when the cuvette washer came down on the fses thumb. The fse went to the hospital on (B)(6) 2017 for treatment and was prescribed a 5 day dose of antibiotics. There is no known impact to the fse from having taken antibiotics.